Event description:
It was reported that a homechoice automated cassette leaked "between the connection port of the solution bag and supply line of the cassette". The leak was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.